Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot: part number: 03.037.024. Lot number: t116411. Manufacturing site: tuttlingen. Release to warehouse date: 06-aug-2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary background: 03/24/2020: updated ed: it was reported that during an unknown hip procedure on (B)(6) 2020, the trochanteric femoral nail advanced (tfna) helical blade impactor had jammed. The surgeon have to use another inserter then force through a trocar in order to finish the case. The procedure was successfully completed with 2 minutes surgical delay. There was no adverse consequence on the patient reported. Concomitant device reported: unknown trocar (part # unknown, lot # unknown, quantity unknown), unknown tfna helical blade (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. Investigation flow: device interaction. Visual inspection: helical blade inserter was received at us cq. Upon visual inspection at cq, it is observed that there were few scratches on the surface of the device. The red colored epoxy markings were peeled off. The rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Functional test: functional testing of the received devices was performed at cq. The helical blade inserter was inserted into screw guide sleeve and removed. But there was some resistance while removing. Some force needed to be applied to remove the helical blade inserter from screw guide sleeve confirming the complaint condition unable to assemble. Dimensional inspection: dimensional inspection of the received device was performed at cq. The outer diameter of the shaft of the helical blade was within specification. Document/ specification review: the drawing(s) was reviewed; no design issues or discrepancies were found during this investigation. Investigation conclusion: visual inspection, functional testing, dimensional inspection, and document specification review of the received device was performed at cq. The complaint is being confirmed as some force needed to be applied to remove the helical blade inserter from screw guide sleeve. While a definitive root cause could not be determined, it is possible that the repeated use and service of the device in the field might have contributed to the complaint condition. The missing epoxy was investigated and no product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no new corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown hip procedure, the trochanteric femoral nail advanced (tfna) helical blade impactor had jammed inside the sleeve. The surgeon used another inserter to force through the trocar in order to finish the case. The surgeon did not use another guide sleeve to complete the procedure. The procedure was successfully completed with 2 minutes surgical delay. There was no adverse consequence on the patient reported. Concomitant devices reported: blade/screw guide sleeve (part number 03.037.017, lot l629391), insertion instrument: trocar (part number unknown, lot unknown, quantity unknown), nail head elements: tfna helical blade (part number unknown, lot unknown, quantity unknown). This report involves one helical blade inserter. This is report 1 of 2 for (B)(4).